Event description:
New information received notes that the doctor does not know the specific reason for fixation failure. Physician tried several places, the lead was falling off as soon as the patient coughs. Malfunction of the lead was suspected.

Manufacturer narrative:
Damage found was sustained during the surgical procedure. Lead was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the lead could not be fixed during the implant procedure. Lead was not used and was replaced. Patient was in stable condition.